Manufacturer narrative:
The pump was returned, and analysis found incomplete or occluded fluid pathway of the access port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The date of the event was (B)(6) 2019. It was reported the representative was assisting with a new pump implant. The hcp attempted to flush the catheter access port (cap) of the pump but it was not patent. The hcp was unable to push any fluid thru the cap. The appropriate needle was used, and the needle was patent. The pump was not implanted. The hcp planned to use a different pump. No symptoms were reported. No further complications were reported.